Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. There was pacing inhibition but no asystole. A ra lead conductor coil fracture was suspected caused by clavicular rib crush. Fluoroscopy was noted to be inconclusive. Subsequently, a ra lead revision procedure was performed in which the lead was surgically abandoned and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. There was pacing inhibition but no asystole. A ra lead conductor coil fracture was suspected caused by clavicular rib crush. Fluoroscopy was noted to be inconclusive. Subsequently, a ra lead revision procedure was performed in which the lead was surgically abandoned and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~240 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, pacing inhibition and high out of range pacing impedances were likely caused by the confirmed fracture.